Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No data analysis could be performed and no data was available due to the insulin pump being returned with no battery installed.

Event description:
The spouse reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The caller stated the customer was hospitalized on (B)(6) 2015 before passing away. The official cause of death was from a heart attack. The customer's blood glucose at the time of death was unknown. The caller reported the customer had several bad organs and that their heart was 25% functional before passing away. It was also reported the customer had fluctuating high and low blood glucose as a diabetes complication. The caller also stated the customer was prescribed medicine for their kidney and that the customer has experienced several heart attacks in the past. The caller also reported the customer did not use sensors and was not wearing one at the time of death. It was also found the customer was wearing the insulin pump at the time of their passing. It was unknown if the caller will be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.